Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call of experiencing a blank screen display even after battery change. Issue was resolved after insulin pump rest. Customer also reported that insulin pump accidentally fell on concrete and as a result, insulin pump was cracked at the battery compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.